Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation equals lay user/patient.

Event description:
The customer complained of questionable inr results from their coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. At 5:30 am the customer obtained a result of 3.7 inr from their meter. The customer did not consider the result to be accurate based on their previous results which had been historical stable and always within their therapeutic range. At 7:00 am the customer's result from the laboratory was 2.5 inr. The customer's therapeutic range is 2.5-3.5 inr. The customer reported the meter result of 3.7 inr to their doctor, but there were no adjustments to their medication based on this result. There is no allegation of an adverse event. The customer's current condition was provided as feeling good. The customer did not know their hematocrit value but did state they are anemic. The customer is not on heparin therapy or direct thrombin inhibitors, does not have antiphospholipid antibodies, and no changes in diet. The meter and strips were requested for investigation. Replacement products were sent. The customer stated that there are no strips remaining to return. Retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation is currently ongoing.